Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4) the dentist reported that 8 months after dental implant was installed in intraoral region #4, its non-osseointegration was observed. Thirty-five ncm of primary stability was achieved .the patient presented bone type I.